Event description:
It was reported that a faradrive steerable sheath (clear) was selected for cardiac ablation. It was mentioned that the sheath was prepared and used without any issue. While aspirating with the farawave mapping catheter in the sheath the physician noticed leakage from the side and valve of the faradrive handle without presence of air ingress. Thus, the device was replaced with another sheath, but need to use as was at the end of the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner faces by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath (clear) was selected for cardiac ablation. It was mentioned that the sheath was prepared and used without any issue. While aspirating with the farawave mapping catheter in the sheath the physician noticed leakage from the side and valve of the faradrive handle without presence of air ingress. Thus, the device was replaced with another sheath but need to use as was at the end of the procedure. No patient complications were reported. The device is expected to be returned for analysis.